Event description:
It was reported that when using the bd pyxis¿ medstation¿ es was failed. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes a review of the complaint history for sn (B)(6)was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6)was performed from the date of manufacture, 07-apr-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer hardware had failed. A field service engineer (fse) found that the station had a failed drawer on main 2.2 that was not showing cubies. Hardware test application (hta) was run, and no cubies were detected. The controller board showed correct flashing lights, so all rowboard connections and pyxibus cables were reseated, restoring drawer functionality. Additional drawers causing failures were remediated by reseating drawer boards and rowboard connections. After running hta, the station was fully functional, and all drawers tested successfully. All pockets were confirmed operational in hta and the application. Fse performed preventative maintenance. The system functioned as intended after the field service engineer repaired the device.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es was failed. The customer stated that the malfunction occurred while user tried to issue medication to a patient and that caused a delay. There were no adverse events or injuries reported based on this event.